Event description:
After giving a subq injection, the actual needle became unattached from the safety device and the needle was left in the pt's arm separate from the syringe. It fell out shortly after event was noted. No treatment needed. Medication was given.